Event description:
Event: swelling and pain of her left knee. A female pt previously had a proximal tibial osteotomy done last 2002. In 2005 - the pt came to see the physician as she still had persistent pain on her left knee. At that time she underwent a series of supartz injections to her left knee, which she tolerated well. In 2007 - the pt followed up with pains now on both knees. She was advised supartz series for both knees, but eventually she would need bilateral tka. Three weeks in 2007 - the pt underwent 4 injections total for each knee. Four days later, right after the 4th injection, pt went on a trip to another country where she experienced swelling and pain of her left knee. She alleges that she was feeling "sick" prior to these signs and symptoms. She eventually sought consult with a local hospital and they were considering that pt may have implant infection, acute hematogenous and they ended up doing repeated debridement and eventually removal of the implant (l shaped plate and screws). She was given antibiotics, but there was never any laboratory evidence of infection (no growth on cultures). One month later, recovered injection physician's comment: the events possibly related to supartz. During her visit with us, she never developed any signs of inflammation or infection (treatment dates 1st week to 4th week). She remained asymptomatic and only developed her signs and symptoms during her trip.

Manufacturer narrative:
Our medical advisor suggested as follows. Since the results of the histopathological examination of the synovial membrane, which might have been performed during debridement, have not been reported from the hospital that treated the event, the exact cause is unk. However, it is unlikely that the symptoms were due to inflammatory reaction caused by a drug, but infection, considering that the symptoms did not subside after repeated debridement. The possibility of infectious arthritis was ruled out on the ground that the bacterial culture of the collected synovial fluid was negative. However, the possibility of infectious arthritis cannot be ruled out just, because bacteria are not frequently detected in infected synovial fluid by culture. The most likely cause seems to be infectious arthritis due to manipulation during administration, etc., because the pt had many occasions for infection, including high tibial osteotomy on the affected limb and several intra-articular injections for the treatment of osteoarthritis.